Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit via a vertical incision on (B)(6), 2009 in a pelvic floor repair procedure, during which a bard sling was also implanted. Following the implantation procedure, on (B)(6), 2009, the patient presented with mesh extrusion, which the physician believes is attributed to the pinnacle device. The patient also presented with urinary retention (date of onset unknown), although the physician opines that the urinary retention was solely attributed to the implanted bard sling. The patient returned to the implanting physician on (B)(6), 2011, to treat the extruded mesh and had a piece of the pinnacle mesh removed (exact quantity of mesh removed unknown). Reportedly, the patient was also prescribed with estrogen vaginal cream (exact type and prescription duration unknown). The patient's current condition is fine.